Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having low predictive alerts and calibration errors. She also reported a hospitalization for low blood glucose on (B)(6) 2014. Customer's blood glucose at the time of admission was 44 mg/dl. The customer stated she was sweating and cold before the event occurred. The customer does know what could have caused the low blood glucose. No additional information was provided.